Manufacturer narrative:
Isi has received the pcs instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have a frayed pitch cable at the distal end, which is attributed to a component failure. An additional finding not related to the customer reported complaint: the instrument was found to have mechanical indentations to the proximal clevis, which is attributed to the user a review of the system/instrument logs for the pcs instrument associated with this event has been performed. Per the review of the logs, the pcs instrument was last used on (B)(6) 2020. A review of the site's system logs revealed that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted laryngoscopy procedure, tissue became caught on a frayed cable from the pcs instrument. No medical intervention was rendered due to the tissue injury which was described as being ¿very superficial with spontaneous healing.¿

Event description:
It was reported that during a da vinci-assisted laryngoscopy procedure, a broken cable thread on the permanent cautery spatula (pcs) instrument became entangled in oral mucosa during tissue dissection. The surgeon indicated that he did not know the cause of the intra-operative complication. On (B)(6) 2020, intuitive surgical, inc. (Isi) followed-up with the surgeon and obtained the following additional information: the broken wire is an insulated cable. The broken "thread" entangled in tissue and the damage was noted to be ¿very superficial with spontaneous healing.¿ no medical intervention was administered due to the intra-operative complication. There were no post-operative complications. The patient was reported to be doing good. The procedure was not recorded on video.